Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/3/2023, it was reported by a distributor via sems-(B)(4) that an ar-1588rtt acl fibertag tightrope need broke off after the first pass through the graft. This was discovered during a procedure. Additional information received on 11/6/2023: this was an aclr procedure on (B)(6) 2023. The case was completed using a new implant, the part number is unknown.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a user error excessive force during the suture tensioning.